Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/18/2025, it was reported that the user experienced a nonresponsive sleep/wake button. When placed on the charger, the ilet was found to be unpowered. The user planned to allow the device to recharge. Blood glucose was unaffected. No symptoms, external assistance, or medical intervention occurred.